Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii could not deploy the second anchor. This was discovered during a meniscal repair procedure on (B)(6) 2022. After surgeon was able to implant successfully the first anchor, the second anchor would not deployed as it appeared stuck in the needle. Surgeon used another cinch to complete the case successfully without further issues.

Manufacturer narrative:
Complaint confirmed, it was not possible to push the pushrod through the cannula because it is obstructed near the bend. The cannula is undamaged. The pushrods were undamaged and were both returned docked behind the bump. The device was also returned with implant #2 and part of the suture construct. It was stated the 1st implant was deployed. The cause of the obstruction is undetermined.